Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "failure unit keeps alarming" which was later clarified by the customer as a system error 322. This clarification occurred after the time the device had been tested therefore the device was not evaluated for a system error 322. System error 322 was confirmed through a review of the event history log and caused by a loose upper link screw. The upper auxiliary was replaced system error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump "keeps alarming". It was also reported there was no patient involvement.